Event description:
It was reported that the customer experienced a low blood glucose (bg), level not provided. Bg cause was not known. Customer consumed carbohydrates to address bg. Additionally, the customers healthcare provider (hcp) assisted with adjusting formula values, however, reportedly customer still was experiencing low bg's. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.